Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent to a severely calcified lesion with excessive tortuo sity at rca but could not cross the lesion, the physician then completed the operation with another stent. No clinical sequelae were reported. Evaluation summary: the distal stent segments had moved distally and were covering the distal marker band. Crimp impressions were evident on exposed balloon portion. The 3rd to 7th proximal segments were stretched and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology); severe calcification, excessive tortuosity. Inherent risk of procedure (failure to deliver and stent deformation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology); severe calcification, excessive tortuosity. (B)(4).